Manufacturer narrative:
Additional information was added to h4 and h6. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of interlink system non-dehp minivolume extension sets were leaking from a hole in the filter. The leaks were observed a few hours later after the patient was connected for therapy. This issue was not observed during priming. There was no report of patient injury or medical intervention associated with this event. No additional information is available.